Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. Respiratory nurses found a small black bug inside a recent kingma retractable needle during puncture, causing the head nurse to question the quality of the retractable needle, and the customer currently intends to report the adverse event. At present, our customers in the department of nail and breast surgery, ICU, and oncology department have feedback that the appimax retractable needles are particularly astringent, resulting in puncture failures by clinical nurses, and this foreign body inside the retractable needles has caused even more serious impacts, and there is currently a discontinuation of the impacts of the in-hospital suspension of the in-hospital sales of (B)(4) units per month have fallen to (B)(4) units, and subsequent to the follow-up if there continues to be a quality problem will be a further reduction in sales.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Following information was observed in a duplicated record. On (B)(6) 2024, the nurse inspected instruments prior to preparing an indwelling needle for use on a patient and found flying insects in the sterile packaging of a bd-2 indwelling needle, which was replaced with a new indwelling needle. No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo and 1 actual sample. 1. The photo shows that the batch code of the sample is 4081490. 2. The actual sample shows that the unit package of the sample is not opened, the sku is 383033, the batch code is 4081490. 3. The actual sample is carried out for needle core removal force test, and the test result is within the product specifications. 2. DHR/bhr review lot#: 4081490. 1. The products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for needle core removal force test, and the test result is also within the product specifications. 4. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process, no similar complaints have been received from other hospitals regarding this batch of products, and the relevant test results of the returned sample and retained sample are within the product specifications, the root cause of the needle core withdrawal difficulties cannot be determined. The plant will continue to track and trend for this issue.